Event description:
It was reported to boston scientific corporation on february 24, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the physician was unable to create a puncture and slight blanching of the tissue was noted. The procedure was completed using a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently.

Manufacturer narrative:
Imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. An axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The tip showed evidence of electrocautery. The catheter and the monopolar plug were inspected, and no damages were noted. An electrical test was performed to verify the continuity between the rf connector and the distal rf electrode, and no issues were noted. Functional inspection was performed by connecting the device to the erbe and no damages were found, the device worked properly. The reported event of cautery delivers energy intermittently cannot be confirmed; electrical and functional inspections related to the continuity between the rf connector and distal rf electrode were performed and the device was working properly, no issues were noted. Based on the available information, there is not enough information to confirm the reported event of cautery delivers energy intermittently; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on february 24, 2023, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2023. During the procedure, the physician was unable to create a puncture and slight blanching of the tissue was noted. The procedure was completed using a different device. There were no patient complications as a result of this event.